Event description:
Patient's oral endotracheal tube was secured with an oral endotracheal tube fastener. While the nursing staff was turning the patient, the endotracheal tube clamp broke and disconnected from the track and the patient was extubated. The nurse bagged the patient until the patient was reintubated. There was no complications. The occurrence was reported to the company's sales specialist and he indicated that this should not have happened.====================== manufacturer response for oral endotracheal tube fastener, anchor fast (per site reporter)======================it should not have happened.